Manufacturer narrative:
Concomitant product: product ID 977a275, serial# (B)(4), product type lead; product ID neu_cable/snaplid, serial# unknown, product type screening device. (B)(4).

Event description:
It was reported that during a procedure there was an impedance issue. It was noted there were low and high impedances, with values reading 50 ohms and greater than 10,000 ohms. Electrodes with the issue were noted to be 7 and 3. A different product was used as a result and the lead was never implanted. It was noted that the manufacturer representative (rep) could not get impedances to change with the new multi lead trialing cable (mltc) or the new external neurostimulator (ens). It was noted the lead was replaced with a new lead. The patient¿s status was noted to be alive with no injury. No patient symptoms or complications were reported. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.